Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('labour like cramping in my stomach'). In a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), post procedural haemorrhage ("heavy bleeding"), arthralgia ("joint pain"), swelling ("swelling"), dysgeusia ("metalic taste in my mouth"), migraine ("migraine"), genital haemorrhage ("she had heavy bleeding") and abdominal pain upper ("stomach cramp"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed. At the time of the report, the pelvic pain, post procedural haemorrhage, arthralgia, swelling, dysgeusia, genital haemorrhage and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, arthralgia, back pain, dysgeusia, genital haemorrhage, migraine, pelvic pain, post procedural haemorrhage and swelling to be related to essure. The reporter commented: patient reported ,that her incisions are different only have 31 to below her belly button. And 2 lower on either side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, social media received: new event: heavy bleeding, abdominal cramping, back pain, joint pain, swelling, metallic taste and migraine were added, new reporter and patient age added. On (B)(6) 2020, fu 3 & 4 process together. On (B)(6) 2020, fu 3 & 4 process together. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('labour like cramping in my stomach') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), post procedural haemorrhage ("heavy bleeding"), arthralgia ("joint pain"), swelling ("swelling"), dysgeusia ("metalic taste in my mouth"), migraine ("migraine"), genital haemorrhage ("she had heavy bleeding") and abdominal pain upper ("stomach cramp"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy). Essure was removed. At the time of the report, the pelvic pain, post procedural haemorrhage, arthralgia, swelling, dysgeusia, genital haemorrhage and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, arthralgia, back pain, dysgeusia, genital haemorrhage, migraine, pelvic pain, post procedural haemorrhage and swelling to be related to essure. The reporter commented: patient reported that her incisions are different only have 31 to below her belly button and 2 lower on either side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received, new event heavy bleeding, abdominal cramping, back pain, joint pain, swelling, metallic taste and migraine were added. New reporter and patient age added. On 20-mar-2020: fu 3 & 4 process together. On 20-mar-2020: fu 3 & 4 process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('labour like cramping in my stomach') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), post procedural haemorrhage ("heavy bleeding"), arthralgia ("joint pain"), swelling ("swelling"), dysgeusia ("metalic taste in my mouth"), migraine ("migrain"), genital haemorrhage ("she had heavy bleeding") and abdominal pain upper ("stomach cramp"). The patient was treated with surgery (laproscopic assisted vaginal hysterectomy). Essure was removed. At the time of the report, the pelvic pain, post procedural haemorrhage, arthralgia, swelling, dysgeusia, genital haemorrhage and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, arthralgia, back pain, dysgeusia, genital haemorrhage, migraine, pelvic pain, post procedural haemorrhage and swelling to be related to essure. The reporter commented: patient reported that her incisions are different only have 31 to below her belly button and 2 lower on either side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received, new event heavy bleeding, abdominal cramping, back pain, joint pain, swelling, metallic taste and migraine were added. New reporter and patient age added. On (B)(6) 2020: fu 3 & 4 process together. On (B)(6) 2020: fu 3 & 4 process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('labour like cramping in my stomach') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), post procedural haemorrhage ("heavy bleeding"), arthralgia ("joint pain"), swelling ("swelling"), dysgeusia ("metalic taste in my mouth"), migraine ("migrain"), genital haemorrhage ("she had heavy bleeding") and abdominal pain upper ("stomach cramp"). The patient was treated with surgery (laproscopic assisted vaginal hysterectomy). Essure was removed. At the time of the report, the pelvic pain, post procedural haemorrhage, arthralgia, swelling, dysgeusia, genital haemorrhage and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, arthralgia, back pain, dysgeusia, genital haemorrhage, migraine, pelvic pain, post procedural haemorrhage and swelling to be related to essure. The reporter commented: patint reported that her incisions are different only have 31 to below her belly button and 2 lower on either side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received, new event heavy bleeding, abdominal cramping, back pain, joint pain, swelling, metallic taste and migraine were added. New reporter and patient age added. On (B)(6) 2020: fu 3 & 4 process together. On (B)(6) 2020: fu 3 & 4 process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had lavh') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laproscopic assisted vaginal hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Patient reported that her incisions are different only have 31 to below her belly button and 2 lower on either side. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.